Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy, the surgeon was able to press the green button but was not able to squeeze the handle, and the device did not fire. A pre-fired reload was also noticed. Another device was used to complete the case.